Event description:
The customer reported to olympus, that there was an insufflation problem while using the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: that there is air/water flow issues due to a clog in the insufflation channel of the nozzle by a dark rubbery material . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's insufflation allegation was confirmed. In addition the device evaluation found the following: bending section cover (a-rubber) glue is worn out, light guide lenses cracked, probe cover (c-cover) scratched, connecting tube buckled and scratched, objective lens cracked, and the distal end insulation out of standard values. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional event information received from the customer: the event occurred during a therapeutic fibroscopy procedure and was completed using the same device. There were no patient complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle appeared to be a dark rubbery material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.